Event description:
A report was received that the patient would undergo revision of unknown reason.

Event description:
A report was received that the patient would undergo revision of unknown reason.

Manufacturer narrative:
Additional suspect medical devices components involved in the event: model #: sc-2218-50, serial #: (B)(4), description:linear st lead, 50cm; model #: sc-2218-70, serial #: (B)(4), description:linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient will undergo revision procedure due to inadequate stimulation.